Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample into position a9 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.